Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2021. During the procedure, it was noted that the band could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code a050501 for the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation noted that the trip wire was partially rolled in the handle assembly and secured in the handle slot. Visual evidence suggests that the trip wire slack was removed properly during device setup. The suture was intact; it was noticed that it was attached to the trip wire loop. There were four bands attached on the ligator head and within their original position. The suture hole was in good condition and no damages were observed. The ligator head teeth were damaged. Also, the trip wire was cut and the cut ends of the trip wire was visually inspected under the magnification. The cut ends had marks indicating sharp tool was used to cut the trip wire. Likely the trip wire was cut to separate the device from the scope, therefore it is not considered as an issue of the device. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. Block h11: correction: b5 (describe event or problem), e1 (initial reporter address 1, initial reporter zip/post code).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6), 2021. During the procedure, it was noted that the band could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction: it was reported to boston scientific corporation that there was no difficulty experienced upon setting up the device.